Event description:
It was reported that the ventilator had leakage. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had leakage. This information is not specific enough to point to any particular fault. Despite several reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. Given this, we have not been able to confirm the problem nor can we identify any root cause. H3 other text : 4114.

Event description:
Manufacturer ref#: (B)(4).